Event description:
It was reported that the needle did not work during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the lady said the needles simply don't work."

Manufacturer narrative:
H.6. Investigation summary: customer returned (81) sealed 4mm, 32g pen needles with the shelf carton from lot # 8227650 and (18) sealed 4mm, 32g pen needles from lot # 9057871. Customer states that the needles are not working. Thirty out of 81 samples from lot # 8227650 and all of the samples from lot # 9057871 were tested and all were able to expel properly without any observed defects. A lot history review was carried out for each of the reported lots and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8227650, d.4. Medical device expiration date: 2023-08-31 and h.4. Device manufacture date: 2018-08-15. D.4. Medical device lot #: 9057871, d.4. Medical device expiration date: 2024-02-29 and h.4. Device manufacture date: 2019-02-26.

Event description:
It was reported that the needle did not work during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the lady said the needles simply don't work."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not work during use with a pen ndl 32g 4mm. The following information was provided by the initial reporter, "the lady said the needles simply don't work."